Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (lowest of 58 mg/dl) during the night. Reportedly, the suspected cause of the low bg level was due to a settings issue, and the customer had resolved the issue with health care provider (hcp). To treat bg level, the customer consumed a snack.